Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had last error code 1821. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem; however, the event history log was able to confirm error code 1821. The device passed all functional tests. The cause is unknown, and no action was taken. The service history review had no indication that the complaint was related to a service of the device within the review period.